Manufacturer narrative:
Physio-control evaluated the customer's device and verified but could not duplicate the reported issue. Root cause could not be determined. The customer's device was archived by physio and the customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device's screen went blank, the crew needed to use the power button to get the screen back on. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however no health consequences or impact was reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device's screen went blank, the crew needed to use the power button to get the screen back on. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however no health consequences or impact was reported.